Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant navion stent graft was implanted during the endovascular treatment of a thoracic aortic dissection as part of the dissect- n study. It was reported approximately 12 months post the index procedure the patient had surgery on the valiant navion graft. Post the procedure the patient had dysphagia and dysphonia with diagnosed left vocal cord immobility likely from damage to the recurrent laryngeal nerve during surgery. The patient had a magnified laryngoscopy with vocal cord injection augmentation procedure with no complications. The condition is continuing. The site assessed the vocal cord immobility as not related to the device, not related to the procedure and not related to the dissection. The medical monitor assessed the vocal cord immobility as device related, not related to the procedure and not related to the dissection. No additional sequelae were reported and the patients is fine.

Manufacturer narrative:
B5: additional information received: the outcome of the event has been updated to resolved without sequalae. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.